Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cellulitis, swelling, "face was rock hard," felt uncomfortable, pain and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > (B)(4) of subjects after initial treatment (n = (B)(4)) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = (B)(4) of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = (B)(4) of subjects included injection site hypertrophy ((B)(4)), nodule ((B)(4)), inflammation ((B)(4)), injection site anesthesia ((B)(4)), injection site dryness ((B)(4)), injection site erosion ((B)(4)), mass ((B)(4)), contusion ((B)(4)) and syncope ((B)(4)). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = (B)(4) and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately two weeks after injection in the nasolabial folds and marionette lines with one syringe of juvederm(tm) ultra plus xc, the patient went to a local emergency room where they were diagnosed with facial cellulitis and were treated for eight days with antibiotics. Patient had swelling in the face, "face was rock hard laterally and between the glabella," felt uncomfortable and had possible pain. Patient was seen by injector three weeks after injection and believes the symptoms were not cellulitis but a possible allergic reaction of some sort. Patient was injected with hylenex that same day and according to the last update symptoms are on going and have not fully resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the healthcare professional revealed that the patient's symptoms presented in the glabella and the cheeks. Patient was additionally treated with prednisone, which was "most effective, but symptoms return after steroids stopped." Patient was also injected in (B)(6) with an "unknown filler or toxin that may have contributed to the patients symptoms" one month prior to the juvederm® ultra plus xc injection. Symptoms are ongoing.